Manufacturer narrative:
Patient identifier: as per EU gdpr (general data protection regulation), only the patient's weight, gender, and age can be reported in any regulatory report. Thus, the patient's name will not be documented/reported. Date of event: the event date was approximated to (B)(6) 2022, the date the sling was implanted, as no event date was reported. (B)(4). The complaint device is not expected to be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an obtryx system device was implanted into the patient during a procedure performed on (B)(6) 2013. As reported by the patient's attorney, the patient has experienced an unknown injury.